Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09206 it was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial and right ventricular leads were oversensing noise and inhibiting pacing as a result. Programming changes were made to address this issue. The patient was stable and will continue to be monitored.